Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device chip in the center of the screen on the control panel. That had no effect on the operations of the control panel functions, per procedure the control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded (it will be replaced as a preventative measure). Wide fluctuation range on flow reading. (Replace flow meter as part of the pm as preventive maintenance).

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device chip in the center of the screen on the control panel. That had no effect on the operations of the control panel functions . Per procedure the control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. The l-tube and double l-tubing appeared distended or expanded, however water flow was not impeded, it will be replaced preventatively. Wide fluctuation range on flow reading. Replace flow meter as part of the pm as preventive maintenance.